Event description:
During an anterior lumbar interbody fusion (alif) procedure, one of the spine USA nerve hooks broke. The surgeon was able to retrieve all pieces. A post-operative x-ray was negative for retained foreign bodies.